Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. No issue found in the maryland bipolar forceps (mbf) instrument.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, an instrument broke and (debris) fragment fell inside patient and was retrieved during the same procedure. Post operative x ray were taken to confirm. The procedure was completed.